Manufacturer narrative:
The fse determined the primary aspiration tubing to the blood sampling valve (bsv) was loose causing a few drops of blood to leak. The fse trimmed the tubing and re-attached it to the bsv resolving the leak and erratic qc results. (B)(4).

Event description:
The customer reported a coulter lh 750 hematology analyzer generated erratic and out-of-specification quality control (qc) results. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a few drops of blood leaking from the aspiration tubing to the blood sampling valve (bsv). The leak was contained within the instrument. The fse was wearing gloves, a lab coat, and eyewear when the leak was found. There were no reports of biohazard exposure to the leak. There was no impact to patient results or patient treatment in connection with this event.